Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had pain but was not related to the device. The patient stated that the device was not helping. She reported that the device stopped working 6 months after it was placed. The patient was not sure whether it was on or not. The patient questioned on having the device removed if she could have MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.